Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump had moisture in the reservoir compartment. Customer reports o-ring inside lip of reservoir compartment was not missing. Customer states there were no cracks in the insulin pump. Customer states the leak occurred on reservoir. Customer states the leak was past 2nd o ring. Customer's outcome pertaining to the complaint. The device will be returned for analysis.